Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Structural valve deterioration (svd) is the most common reason for bioprosthesis re-op and encompasses multiple failure modes, including calcification, non-calcific degeneration, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated.

Event description:
Edwards learned of a 21mm aortic pericardial valve implanted for 11 years, 10 months that required valve in valve intervention. The patient presented with nyha class iii dyspnea. A 23mm transcatheter valve was implanted via the transfemoral approach with very good result. There were no reported complications.